Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of leak was a longitudinal tear at the balloon, approximately 5.5mm from the balloon proximal tip. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined. The review of the lhr (lot f1223503) indicated that the device lot met all established performance criteria prior to shipment. See medwatch 3004939290-2012-00419 for the second device.

Event description:
It was reported by the aci vascular closure specialist that a male patient underwent an interventional coronary procedure on (B)(6) 2012. Peri-procedure the patient was anticoagulated with heparin. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was prepped and the balloon worked fine. When the physician tried to inflate the balloon in the patient the balloon didn't work. The device was removed and a second mynxgrip vascular closure device 6f/7f was pepped and deployed. The physician tried to inflate the balloon from the second device in the patient and the balloon didn't work. The physician was confident that there was ample room for the balloon. The second device was removed and the patient was converted to 20 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home with no clinical sequela the same day ((B)(6) 2012).